Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient representative regarding an implantable neurostimulator (ins). Caller stated that patient (pt) was currently in the veterans' home, and somebody met with the pt and was told to order a part to make it work. Caller stated that the battery is dead and the stimulator was also dead. Caller stated that they saw a message they cannot locate the ins. Caller did not have the equipment with them and caller said they would call back tomorrow when they are with the pt. The patient representative called back and repeated details from original call. During the call they started prm, and after one cycle of prm the ins didn't start charging. They started a second cycle of prm and are going to see if this allows ins to start charging. They will call pats back if needed.